Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm noted. Compromised force sensor system alarm noted during prime test due to faulty force sensor resistor. Motor passed motor test. The insulin pump received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. Reviewer noticed small crack in battery compartment. The blood glucose at the time of the incident was 26 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.